Manufacturer narrative:
A device history record (DHR) review could not be performed as no lot number was provided. Operator of device is unknown; no additional information was received. A sample and photos were received for evaluation. The sample was visually inspected which showed it was in used condition, without its original packaging inside a plastic bag and decontaminated. The returned sample was visually inspected at 12 inches to 16 inches and normal conditions of illumination. Per visual inspection at 12 inches, the sample seem to meet specification. However, per picture, there were 2 dents in the cuff. The cuff of the returned sample was inflated using a syringe with air. Air bubbles came out from the cuff. The reported complaint of cuff would not inflate was not confirmed but leaking on cuff was confirmed. The root cause was that the cuff was damaged after it left the manufacturing facilities due to the product was 100 percent uson leak tested. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed the cuff did not inflate. Also, air leaked from the product. No patient injury.